Event description:
The customer observed false repeat reactive alinity s hiv ag/ab combo results on multiple alinity s processing modules for several donors. The customer believes that 16 out of 18 donors processed on (B)(6) 2022 on alinity s as1037 are false repeat reactive hiv results. The results provided were: on (B)(6) 2022 sid (B)(6) initial=4.65 s/co (> or = 1.00 s/co=reactive) /repeated=4.55 s/co and 4.45 s/co. Sid (B)(6) initial=1.27 s/co /repeated=1.21 s/co and 0.91 s/co. Sid (B)(6) initial=1.09 s/co /repeated=1.42 s/co and 1.39 s/co. Sid (B)(6) initial=1.07 s/co /repeated=2.36 s/co and 2.35 s/co. Sid (B)(6) initial=1.55 s/co /repeated=2.69 s/co and 2.71 s/co. Sid (B)(6) initial=1.03 s/co /repeated=3.33 s/co and 3.43 s/co. Sid (B)(6) initial=1.10 s/co /repeated=2.07 s/co and 2.20 s/co. Sid (B)(6) initial=2.50 s/co /repeated=2.67 s/co and 2.68 s/co. On (B)(6) 2022 sid (B)(6) initial=2.07 s/co /repeated=5.47 s/co and 5.34 s/co. Sid (B)(6) initial=1.29 s/co /repeated=1.75 s/co and 1.74 s/co. Sid (B)(6) initial=1.07 s/co /repeated=1.82 s/co and 1.81 s/co. Sid (B)(6) initial=1.20 s/co /repeated=2.63 s/co and 2.55 s/co. Sid (B)(6) initial=1.47 s/co /repeated=3.62 s/co and 3.59 s/co. Sid (B)(6) initial=1.31 s/co /repeated=4.25 s/co and 4.14 s/co. Sid (B)(6) initial=1.01 s/co /repeated=2.94 s/co and 2.81 s/co. Sid (B)(6) initial=1.00 s/co /repeated=6.74 s/co and 6.74 s/co. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a patient information, patient identifier = sid= (B)(6).

Manufacturer narrative:
All available patient information was included, no additional patient information was available. During the investigation, it was determined that the results were impacted by an error associated with the reagent probe (r1) wash cycle, which was introduced in the alinity s system software version 2.8.0, ln 04u76-15. The wash cycle removes fluid that remains on the interior and exterior surfaces of the probes at the wash station. With this error, the r1 probe washing is utilizing 1 ml versus the intended 3 ml of wash buffer to wash the exterior of the r1 probe. With this error, while operating on the alinity s system software version 2.8.0, ln 04u76-15, there is a potential for false reactive alinity s hiv ag/ab combo test results when alinity s hiv ag/ab combo reagent kit, ln 06p0155, and the alinity s anti-hcv ii reagent kit, ln 04w5655, are calibrated and run on the same processing lane. Abbott issued product correction letters to all customers who have an alinity s system installed. Customers who do not have alinity s anti-hcv ii assay commercially available have also been made aware of software issue. The letter states there have been no reports of falsely reactive results associated with this event for the assays available to them, and there is no potential for incorrect nonreactive results. The letter also informs them that a future software update will correct the issue. Note: the alinity s anti-hcv ii reagent kit is not currently available in the united states.

Event description:
The customer observed false repeat reactive alinity s hiv ag/ab combo results on multiple alinity s processing modules for several donors. The customer believes that 16 out of 18 donors processed on (B)(6) 2022 and (B)(6) 2022 on alinity s (B)(6) are false repeat reactive hiv results. The results provided were: on (B)(6) 2022 sid (B)(6) initial=4.65 s/co (> or = 1.00 s/co=reactive) /repeat=4.55 s/co and 4.45 s/co sid (B)(6) initial=1.27 s/co /repeated=1.21 s/co and 0.91 s/co sid (B)(6) initial=1.09 s/co /repeated=1.42 s/co and 1.39 s/co sid (B)(6) initial=1.07 s/co /repeated=2.36 s/co and 2.35 s/co sid (B)(6) initial=1.55 s/co /repeated=2.69 s/co and 2.71 s/co sid (B)(6) initial=1.03 s/co /repeated=3.33 s/co and 3.43 s/co sid (B)(6) initial=1.10 s/co /repeated=2.07 s/co and 2.20 s/co+ sid (B)(6) initial=2.50 s/co /repeated=2.67 s/co and 2.68 s/co+ on (B)(6) 2022 sid (B)(6) initial=2.07 s/co /repeated=5.47 s/co and 5.34 s/co sid (B)(6) initial=1.29 s/co /repeated=1.75 s/co and 1.74 s/co sid (B)(6) initial=1.07 s/co /repeated=1.82 s/co and 1.81 s/co sid (B)(6) initial=1.20 s/co /repeated=2.63 s/co and 2.55 s/co sid (B)(6) initial=1.47 s/co /repeated=3.62 s/co and 3.59 s/co sid (B)(6) initial=1.31 s/co /repeated=4.25 s/co and 4.14 s/co sid (B)(6) initial=1.01 s/co /repeated=2.94 s/co and 2.81 s/co sid (B)(6) initial=1.00 s/co /repeated=6.74 s/co and 6.74 s/co additional information provided on (B)(6) 2022: all repeat reactive alinity s hiv ag/ab specimens included: sid (B)(6) send for confirmatory testing got results hiv-nat=negative; hiv-rna= < 20 (negative); immunoblot=negative. Additionally, the customer also observed false reactive alinity s hiv ag/ab combo results on multiple alinity s processing module for several donors. The results provided were: on (B)(6) 2022 through (B)(6) 2022 following sid results were initial=reactive /repeated in duplicate=nonreactive, (B)(6), initial result 1.07, repeats results are 0.21 0.23, (B)(6) initial result 1.07 repeats results are 0.39 0.37, (B)(6) initial result 1.24 repeats results are 0.87 0.92, (B)(6) initial result 1.01 repeats results are 0.22 0.23, (B)(6) initial result 1.37 repeats results are 0.91 0.71, (B)(6) initial result 1.17 repeats results are 0.73 0.57, (B)(6) initial result 1.23 repeats results are 0.2 0.22, (B)(6) initial result 1.58 repeats results are 0.09 0.09, (B)(6) initial result 1.07 repeats results are 0.24 0.14, (B)(6) initial result 2.48 repeats results are 0.13 0.13, (B)(6) initial result 1.64 repeats results are 0.14 0.15, (B)(6) initial result 1.03 repeats results are 0.12 0.11, (B)(6) initial result 1.50 repeats results are 0.47 0.26, (B)(6) initial result 4.64 repeats results are 0.2 0.2, (B)(6) initial result 2.41 repeats results are 0.15 0.14, (B)(6) initial result 1.16 repeats results are 0.09 0.09, (B)(6) initial result 1.20 repeats results are 0.09 0.09, (B)(6) initial result 1.08 repeats results are 0.15 0.15, (B)(6) initial result 1.04 repeats results are 0.25 0.13, (B)(6) initial result 1.18 repeats results are 0.32 0.29, (B)(6) initial result 1.74 repeats results are 0.11 0.1, (B)(6) initial result 2.37 repeats results are 0.11 0.1, (B)(6) initial result 2.11 repeats results are 0.11 0.11, (B)(6) initial result 2.60 repeats results are 0.13 0.11, (B)(6) initial result 1.50 repeats results are 0.1 0.1, (B)(6) initial result 2.17 repeats results are 0.24 0.12, (B)(6) initial result 2.57 repeats results are 0.13 0.14, (B)(6) initial result 1.65 repeats results are 0.12 0.11, (B)(6) initial result 2.80 repeats results are 0.13 0.09, (B)(6) initial result 1.79 repeats results are 0.12 0.13, (B)(6) initial result 3.00 repeats results are 0.12 0.11, (B)(6) initial result 3.16 repeats results are 0.28 0.27, (B)(6) initial result 1.43 repeats results are 0.24 0.26, (B)(6) initial result 4.07 repeats results are 0.91 0.09, (B)(6) initial result 1.12 repeats results are 0.08 0.08, (B)(6) initial result 1.14 repeats results are 0.1 0.08, (B)(6) initial result 1.37 repeats results are 0.12 0.13, (B)(6) initial result 1.74 repeats results are 0.13 0.13, (B)(6) initial result 1.36 repeats results are 0.11 0.09, (B)(6) initial result 1.49 repeats results are 0.13 0.12, (B)(6) initial result 2.05 repeats results are 0.16 0.15, (B)(6) initial result 1.25 repeats results are 0.1 0.11, (B)(6) initial result 1.15 repeats results are 0.07 0.08. On (B)(6) 2022 sid (B)(6) initial=2.35 s/co /repeated=2.42 s/co and 2.30 s/co / no confirmatory testing results provided. The customer does not concern any hiv testing performed on (B)(6) 2022. There was no reported impact to patient management.

Event description:
The customer observed false repeat reactive alinity s hiv ag/ab combo results on multiple alinity s processing modules for several donors. The customer believes that 16 out of 18 donors processed on (B)(6) 2022 and (B)(6) 2022 on alinity s (B)(6) are false repeat reactive hiv results. The results provided were: on (B)(6) 2022 sid (B)(6) initial=4.65 s/co (> or = 1.00 s/co=reactive) /repeated=4.55 s/co and 4.45 s/co. Sid (B)(6) initial=1.27 s/co /repeated=1.21 s/co and 0.91 s/co. Sid (B)(6) initial=1.09 s/co /repeated=1.42 s/co and 1.39 s/co. Sid (B)(6) initial=1.07 s/co /repeated=2.36 s/co and 2.35 s/co. Sid (B)(6) initial=1.55 s/co /repeated=2.69 s/co and 2.71 s/co. Sid (B)(6) initial=1.03 s/co /repeated=3.33 s/co and 3.43 s/co. Sid (B)(6) initial=1.10 s/co /repeated=2.07 s/co and 2.20 s/co. Sid (B)(6) initial=2.50 s/co /repeated=2.67 s/co and 2.68 s/co. On (B)(6) 2022 sid (B)(6) initial=2.07 s/co /repeated=5.47 s/co a.nd 5.34 s/co. Sid (B)(6) initial=1.29 s/co /repeated=1.75 s/co and 1.74 s/co. Sid (B)(6) initial=1.07 s/co /repeated=1.82 s/co and 1.81 s/co. Sid (B)(6) initial=1.20 s/co /repeated=2.63 s/co and 2.55 s/co. Sid (B)(6) initial=1.47 s/co /repeated=3.62 s/co and 3.59 s/co. Sid (B)(6) initial=1.31 s/co /repeated=4.25 s/co and 4.14 s/co. Sid (B)(6) initial=1.01 s/co /repeated=2.94 s/co and 2.81 s/co. Sid (B)(6) initial=1.00 s/co /repeated=6.74 s/co and 6.74 s/co. Additional information provided on (B)(6) 2022: all repeat reactive alinity s hiv ag/ab specimens included: sid (B)(6) send for confirmatory testing got results hiv-nat=negative; hiv-rna= < 20 (negative); immunoblot=negative. There was no reported impact to patient management.

Manufacturer narrative:
This follow-up submission sends for additional information on section b5 describe event or problem: updated event narrative: additional information provided on 04feb2022: all repeat reactive alinity s hiv ag/ab specimens included: sid (B)(6) send for confirmatory testing got results hiv-nat=negative; hiv-rna= < 20 (negative); immunoblot=negative.